Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a replacement insulin pump failing. Customer received a brand new pump but does not wish to be on the pump anymore. Customer's blood glucose was reported as 650 mg/dl.